Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced cannula issues with two infusion sets. The cannulas were kinked. The event occurred on (B)(6) 2024 . Patient noticed symptoms within 3 or more hours of insertion. Infusion sets were used for 3 days. The insertion of the site was the upper buttocks. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.